Event description:
Overed with bone, ridge augmentation was performed at time of surgery and immediate extraction site. Patient presented with bone type IV. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.